Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek rx, is being filed under a separate MFR number. Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture while in the patient anatomy. There was blood in the hub. An indeflator, filled with water, was used to pressurize the balloon and fluid was observed linking at a pinhole in the middle of the balloon, confirming the reported rupture. There were two small scratches near the pinhole, one at the bottom of the pinhole and the other adjacent to the pinhole. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulty. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the first inflation. Review of the lot history record for this reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for this reported lot revealed no other incidents. Based on this investigation, there is no indication of a product quality deficiency. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of a diffused, 90% stenosed tight, calcified lesion of the left anterior descending artery, the 2.75 x 15 mm trek rx was being inflated once at the lesion when the balloon ruptured. There was no reported adverse patient effect. The device was removed from the anatomy without incident. A 3.0 x 15 mm voyager nc was advanced to the lesion and during the first inflation the balloon ruptured. The device was removed without incident; there was no reported adverse patient effect. A promus stent was successfully deployed without incident. There was no clinically significant delay in the procedure due to the reported device issues. Though requested, no additional information was provided.